Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump's usb port was bent resulting in difficulties charging the pump. Additionally, it was reported that the customer was unable to charge the pump due to damage to the tandem-provided usb charging cable and wall power adapter. A new charging cable and wall power adapter was sent to the customer. There was no reported adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.